Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clenz (cleaner) leak under the coulter lh 750 hematology analyzer. The customer could not determine the source of the leak and was instructed to power the instrument off. The customer was wearing personal protective equipment (ppe) consisting of a coat, gloves and eye protection at the time of the incident. No injury or exposure was reported and medical attention was not sought. No patient results were affected by this event.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed cracked tubing at valve vl5 on the lh 750 slidemaker and replaced it. Repair was verified per established procedures and results met published performance specifications (vl5 - backwash#1 provides pressurized diluent to rinse the aspiration lines and reservoir. The affected tubing line carries diluent or clenz) the root cause of the leak was cracked tubing at the vl5 of the slidemaker. (B)(4).